Manufacturer narrative:
On october 26, 2022, mentor became aware that patient also experienced bilateral capsular contracture; baker grade iii, and devices were discarded. Corresponding fields have been updated on this form. Reason for device explant and/or reoperation: right rupture, chest injury, contracture; baker grade iii, and paresthesia the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 21, 2022, mentor became aware that the date of surgery was (B)(6) 2022. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2022. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right rupture, chest injury, and paresthesia since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 22, 2023, mentor became aware that the replacement devices used on october 18, 2022 were catalog number shpx465; serial number (B)(6) on the left side, and catalog number shpx450; serial number (B)(6) on the right side. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 14, 2023, mentor became aware that the baker grade experienced was IV. Reason for device explant and/or reoperation: right rupture, chest injury, contracture; baker grade IV, and paresthesia. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/21/2019, the conclusion code cause not established (4315) was removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 430cc and experienced bilateral paresthesia, chest injury and rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.